Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08705 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 27-feb-2025 and customer's event date of 20-feb-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 27-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 524250 (52.425 u) and dailytotalofbolusinsulindelivered = 60000 (6 u) which is equal to the dailytotalofallinsulindelivered = 584250 (58.425 u). All bolus/basal were delivered in auto mode/manual mode. On the customer's event date of 20-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 526500 (52.65 u) and dailytotalofbolusinsulindelivered = 62000 (6.2 u) which is equal to the dailytotalofallinsulindelivered = 588500 (58.85 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the ss event date of 27-feb-2025 and customer's event date of 20-feb-2025 , these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 02/23/2025 06:47:08.000 low battery alert was found on: 02/22/2025 20:56:00.000 replace battery alert was found on: 02/23/2025 06:27:00.000 02/23/2025 06:37:00.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 01-mar-2025 at 22:13:56.000. There was no power data available for the date of 22-feb-2025 and 23-feb-2025. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert, replace battery alert, unexpected battery power loss (battery not lasting) and failed battery alert/battery failed alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 02/22/2025 20:56:00 after more than 7 days at 38.77 days. Battery cycle 2 received the lowbatteryalert (104) on 01/14/2025 13:05:00 after more than 7 days at 41.4 days. Battery cycle 3 received the lowbatteryalert (104) on 12/04/2024 01:58:00 after more than 7 days at 25.77 days. Battery cycle 4 received the lowbatteryalert (104) on 11/07/2024 17:40:00 after more than 7 days at 25.04 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.62 mv). The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for unexpected battery power loss (battery not lasting) and failed battery alert/battery failed alarm were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and also reported battery failed alarm. The customer reported a blood glucose value of 400 mg/dl along with the symptoms of malaise and vomiting. The hyperglycemia was treated with a manual injection/insulin pen, IV insulin drip and emergency room visit. Diabetic keto acidosis was treated with IV insulin drip and emergency room visit. The symptoms of malaise and vomiting were treated with emergency room visit. The event involved product(s) mmt-243a, mmt-1880l, and mmt-332a. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for the battery failed alarm and the issue was resolved by inserting new aa battery. No further patient complications were reported. No product return is required for mmt-243a. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer response was that the device will be returned. No product return is required for mmt-332a.